Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after lid automation with 5 bd vacutainer® k2e 5.4mg plus blood collection tubes the stopper remained in the tube. There was no patient impact. The following information was provided by the initial reporter: rubber is stuck on edta tube after open the lid by automation.

Event description:
It was reported that after lid automation with 5 bd vacutainer® k2e 5.4mg plus blood collection tubes the stopper remained in the tube. There was no patient impact. The following information was provided by the initial reporter: rubber is stuck on edta tube after open the lid by automation.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, at total of fifty-four (54) retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was observed in one (1) tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation. The ongoing investigation into customer closure separation failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.